Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the warehouse that it was discovered that six products had a crease on the sealing area, five products had a stain on the packaging and four products had both a crease in the sealing area and a stain on the package. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was discovered during incoming inspection at the warehouse that ten products were found to have a crease in the sealing area. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was not confirmed; the packaging was determined the width of the seal to be acceptable per acceptance criteria. DHR was reviewed and no discrepancies relevant to the reported event were found. The device analysis indicated that the device met specification. Upon re-evaluation this event would not be considered MDR reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received